Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture and decreased pacing impedance were observed on the left ventricular (lv) lead. The device was reprogrammed as an interim solution. The patient was hospitalized for monitoring while awaiting a revision procedure. An x-ray was performed and no anomalies were observed. During a revision procedure, the lead was tested and new positions were attempted but the measurements did not improve. The physician suspected necrotic tissues caused the event. Due to the patient's condition, the physician elected to keep the system implanted without replacement. Additional reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.